Event description:
(B)(4) MDR - after an implantation time of 8 weeks, it was reported that the device could not be interrogated. No deterioration of the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
(B)(4) MDR.